Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had to be pressed on one side of the button in order for the screen to light up. There was no known impact to the customer's blood glucose level.